Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during the poly insertion of a tka surgery, a metal piece of one (1) gii articular inserter/extract broke off. All the pieces were recovered. The procedure was resumed, after a non-significant delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a piece of metal broke off of gii articular inserter/extrac when inserting poly. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since a piece of metal shaving was found in the patient´s incision, but the surgeon did not know where the piece came from. It matched the length of the gii articular inserter/extract so it was suggested that the piece came from that. All of our instruments appeared to be intact. However, there are many hospital-owned instruments that get used during cases. It is possible that the metal shaving came from something else, since a visual inspection of the returned device did not reveal any breakage. The visual did reveal the tip is deformed and gouged. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. The associated device was returned and evaluated. A visual inspection of the returned device did not reveal any breakage. The visual did reveal the tip is deformed and gouged. The device shows signs of significant wear and use. This inspection was conducted using a magnifying glass. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, while inserting the poly during a tka surgery, a piece of metal shaving was found in the patient's incision, the surgeon did not know where the piece came from. It matched the length of the gii articular inserter/extract so it was suggested that the piece came from that. The piece was recovered using tweezers. All of our instruments appeared to be intact. However, there are many hospital-owned instruments that get used during cases. It is possible that the metal shaving came from something else. The procedure was resumed, after a non-significant delay, using the same device. Patient was not harmed as consequence of this problem.